Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver download retrieved and attached passed. The log was downloaded, and reviewed and there was no error found. A wiggle test was performed and passed. A receiver functional test station was performed and passed all testing. Overnight charging and discharge test was performed and passed. The receiver case was opened, and the internal inspection showed no evidence of any burnt and/or damaged component. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that overheating device occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.